Event description:
As our central equipment technician was transporting a portable therapy vest, one of the trolley wheels got caught on a carpet threshold causing the device to tip over. As the technician was trying to "catch" the device from completely tipping over the device's leg struck her lower leg and caused bruising and contusions. Initial inspection of the therapy vest and cart showed that the cart column was extended to the upmost position (48") causing a high center of gravity increasing the tip factor.======================manufacturer response for pneumatic therapy vest, portable, the vest (per site reporter).======================manufacturer to follow up.what was the original intended procedure?transporting equipment.device #1is this a laboratory device or laboratory test?no.